Manufacturer narrative:
The field service engineer found foam on the reagent surface due to a bent bead mixer paddle. He replaced the mixer paddle and adjusted the speed, replaced the photomultiplier tube due to unstable signal, made various adjustments, and performed performance testing and a cell blank calibration. The calibration and qc were acceptable. No further events were reported. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys troponin t hs stat and elecsys hcg stat results for two patient samples with the cobas e411 immunoassay analyzer. Patient 1: sample ID (B)(6) (first sample). On (B)(6) 2021, the initial troponin result was 17.68 pg/ml. The repeated result was 1132 pg/ml. Patient 2: sample ID (B)(6). On (B)(6) 2021, the initial hcg result was 52.44 miu/ml. The repeated result was 1008 miu/ml. The second repeated result was 1.0 miu/ml with a data flag. The third repeated result was 13.91 miu/ml. On (B)(6) 2021, the sample was tested on an e411 at another laboratory with a result of 1.0 miu/ml with a data flag. This result was deemed correct. The questionable troponin result was reported outside of the laboratory. It is unknown if the questionable hcg result was reported outside of the laboratory. The troponin reagent lot number was 512050 with an expiration date of 31-may-2022. The hcg reagent lot number was 528072. The expiration date was requested but not provided.